Event description:
On (B)(6)2010, the primary alif surgery was performed at l3-l4. After three weeks from the primary surgery, the patient started to complain of pain in his back. Date unknown: the surgeon suspected that the oic peek cage might be broken since the position of the marker pin appeared to be changed and as a result the screw might be loosened as well however it is difficult to confirm if the cage is broken through the x-ray image and the CT image. Thus, the surgeon decided to open the patient to see if the cage broke on (B)(6)2010, and if he confirms the cage breakage, the cage will be replaced. The surgeon addressed that he did not force to placed the...

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.